Event description:
Event description guidant received information that during the procedure to implant this pacemaker during a replacement procedure, the physician was unable to tighten the screw of the distal left ventricular connection. The device was then removed and replaced. The device was returned for analysis. Although the patient is pacer-dependant, no adverse events were reported.